Manufacturer narrative:
Carefusion file identification: (B)(4). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service rep received the alleged faulty uim (user interface module) and installed into a test station for evaluation. The factory service rep powered on the uim and duplicated the customer's reported issue. The factory service rep reported the fio2 (fraction of oxygen percentage) touch screen icon setting in the lower right corner of the display is unresponsive. The carefusion factory service rep determined the control pcba (printed circuit board assembly) to be the faulty part. The suspect component was routed to the carefusion failure analysis lab for further investigation. The carefusion factory service rep replaced the control board pcba, repaired the device to manufacturer specifications, and returned the unit back to the customer.

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) screen is not working properly in the bottom right corner when attempting to adjust the o2% (oxygen percentage).

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. Once the unit was powered on, the screen was working to service specifications. The reported issue was unable to be duplicated at this time.